Event description:
It was reported that following a catheterization, an angio-seal was selected for use. One week later, the pt experienced total occlusion in the common femoral artery. The next day, the pt was sent to surgery for a graft. The pt had severe calcification on the outside of the vessel, with some plaque on the inside. The pt recovered and was reported in good condition. No additional information is available.

Manufacturer narrative:
No product was returned for eval, and review of the device history record was not possible, since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states, if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries greater than 5 mm diameter, when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.